Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that an internal dialyzer blood leak occurred three hours and five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient did not continue treatment and ended twenty-five minutes early. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s registered nurse (rn) reported that an internal dialyzer blood leak occurred three hours and five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The patient did not continue treatment and ended twenty-five minutes early. There was no patient serious injury or medical intervention required as a result of this event. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Visual examination and a tightness test of the sample did not confirm the reported failure. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.